Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system, including a surgical lead, on (B)(6) 2010. It was reported the pt suddenly lost stimulation. Attempts to increase the stimulation resulted in an auto-reduction of therapies. The pt is working closely with his physician to determine the next course of action.